Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level were 50 mg/dl and 40 mg/dl. It was unknown if the customer was using auto mode or not. The insulin pump alarmed hardware low level failure. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed self test. The insulin pump will not be returned for analysis.

Event description:
The automode feature was not in use at the time of the reported event.